Manufacturer narrative:
Sex unknown / not provided, weight unknown / not provided, lot number unknown / not provided, email address unknown / not provided.

Event description:
Customer reported the iunihg screw fractured inside of the implant and they were unable to remove it so they removed the implant.

Manufacturer narrative:
Zimmer biomet complaint # cmp-0371509 one osseotite® tapered certain® implant 3.25 x 13mm was returned for inspection but was misplaced in house. As a result we are not able to verify the customer's complaint of screw fracture, which necessitated implant removal. A device history review was performed for the returned implant and no related non-conformances were noted. Also a complaint history search was performed for the returned impant using our complaint handling system and there were no additional related complaints for this product lot. No device lot number was provided for the abutment screw so a device history record review and a complaint history review could not be performed. If the device is found another medwatch will be submitted for the returned device.